Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment showed t1 is free from the needle. T2 remains on the needle in its customary pre-deployment position. Reported simultaneous deployment cannot be confirmed. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Due to these observations no root cause related to the manufacturing process can be established. (B)(4).

Manufacturer narrative:
(B)(6). Device has been received, evaluation has not yet begun. (B)(4).

Event description:
During a medial meniscus repair of the red area of the meniscus using a contralateral approach it was reported that the implants simultaneously deployed, this occurred while attempting to deploy the first implant in the patient. Both implants were able to be removed by the surgeon; no implants remain in the patient unsupported. The surgeon used a backup device to complete the procedure with no delay. The patient was noted to be okay post-procedure.